Manufacturer narrative:
Method ¿ the device history and sterilization records were reviewed. Results ¿ the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Microscopic inspection of the returned leads revealed no anomalies/damage present. The stimulation end and terminal end were in good condition. Continuity testing was performed to analyze the channels¿ resistance and to verify the insulation characteristics between channels. The lead passed all testing. Conclusion ¿ the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported that during the intra-operative implant of the pt¿s scs system, invalid impedance was noted on contacts 1-4 on the surgical lead. The physician repositioned the lead, with the same results. The physician used a different lead and the issue was resolved. The removed surgical lead was returned for analysis. No further complications were reported.